Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve, the patient had a bicuspid native valve with a pre-existing aortic aneurysm. During the implant procedure, a non-medtronic guidewire was crossed and subsequently replaced by a different non-medtronic guidewire due to the bad position of the wire across the aortic valve. However, cardiac tamponade occurred with the double curved wire. Subsequently, pericardiocentesis was performed immediately. The transcatheter valve was never implanted and the implant procedure was aborted. Two days following the procedure, the patient died. The reported cause of death was due to cardiac tamponade.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the delivery catheter system was inserted into the patient, but never crossed the aortic valve when the cardiac tamponade occurred. Per the physician, the cause was likely the non-medtronic guidewire.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a dataset of intraprocedural fluoroscopic cine images was reviewed. The patient¿s executive summary was available, allowing for a comprehensive anatomical assessment. The aortic valve appeared to be a sievers type 1 bicuspid configuration, with a possible raphe between the noncoronary and right coronary cusps, dilation of the ascending aorta, and tortuosity of the thoracic aorta. The aortic valve leaflets were noted to be significantly calcified. The annular perimeter measured 65 mm, with a perimeter derived diameter of 20.7 mm, consistent with sizing for a 26 mm evolut valve. It was reported that a guidewire exchange was performed due to suboptimal positioning of the guidewire within the left ventricle. An early fluoroscopic image of the guidewire traversing the aortic valve could not be fully visualized within the field of view; therefore, the guidewire tip could not be confirmed, and the presence of bends or kinks that may have contributed to potential ventricular trauma cannot be excluded. Fluoroscopic inspection of the valve load demonstrated an appropriate load. At a later point, the guidewire was observed to have been retracted, and a subsequent image demonstrated a guidewire within the left ventricle that was not consistent with a pre curved guidewire. Evidence of subxiphoid pericardial access was present, suggesting that pericardiocentesis was performed. There was no fluoroscopic evidence of transcatheter aortic valve implantation. Documentation indicates that the patient died two days following the attempted procedure due to cardiac tamponade. As listed in the instructions for use (IFU): adverse events that may be associated with the use of the evolut pro+ system include, but may not be limited to, the following: death; cardiac tamponade. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.